Event description:
Patient reported the menu button on the infusion device does not function. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result: the menu button does not respond. There are particles inside the housing of the menu button. The particles isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.